Event description:
It was reported that the device was used during a laparoscopic bilateral salpingo-oophorectomy procedure. It was reported by the rep that the surgeon could not get the instrument to open after the second firing. A second instrument was pulled and the case was successfully completed. There was no consequence to the pt.